Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after likely overtreating a prior low and also reported inaccurate cgm readings despite multiple calibrations, while concurrently being ill. Symptoms included elevated blood glucose up to 277 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts above the specified threshold duration, no ketone testing, no back-up therapy, no need for assistance, and no professional medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the device did not generate prolonged high-glucose alerts and that the reported hyperglycemia had an unclear cause, with concurrent sensor inaccuracy concerns and illness as potential confounders; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.